Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 19mm aortic pericardial valve, implanted unknown duration, was indicated for a valve-in-valve procedure due to structural valve deterioration. A non-edwards transcatheter valve was planned to be implanted in replacement. The device was not returned for evaluation as it remained implanted. No further information was provided by the doctor, such as the model number, serial number, implant duration, if any symptoms presented, causal relationship between the device and the event, patient information, or patient medical history.